Event description:
The customer reported via phone call that the enlite sensor is not keeping a charge. Customer stated that yesterday he went into hypoglycemia and passed out. Customer's blood glucose was 39 mg/dl. Customer was not hospitalized and was stable. Customer was given some gel-like substance. Customer stated that it was not a pump issue. The transmitter could have been low and he had a change sensor alert. Customer only had it on for 1 day before getting a calibration error and change sensor alert. Customer did not have the information for the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-19766.